Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr), he found machine powered on, in the perfusion screen, in the operating room (or). No warnings present on the info display of the central control monitor (ccm). He downloaded data files. The service data screen showed 17.20 amp hours (ah) (instead of 18.00), and the power supplies were at "float". The power supply voltages were all appropriate. He removed the batteries and reconnected. He powered the machine on under battery and measured batteries under load. One battery was 0.5 volts direct current (vdc) lower than the other battery. Both batteries appeared to drop voltage at the same rate and the one battery remained about 0.5vdc lower than the other battery. Fsr replaced batteries and tested operation and charging of the new batteries. He verified power supply voltages and waited until the power supplies went to float. He verified that the last measured discharge (lmd) had reset to 18.00ah. During laboratory analysis, the product surveillance technician (pst) corroborated the reported complaint. The batteries measured 12.9 vdc and 12.4 vdc upon receipt, 13.2 vdc is typical for a battery having a near full charge. The batteries were attached to a power manager test platter and charged for four hours, after which the charge rate bit within the power maintenance tab of the service screen indicated that charging was complete (bit ¿off¿). The batteries were allowed to remain in this mode for an additional three hours (seven total), after which the charge status led was green, indicating that full charge had been established. Readings after charging were 13.6 and 13.3 vdc. The batteries were then disconnected and allowed to stand idle (no load applied) for approx. 15 hours, after which time the readings were 13.1 and 12.3 vdc, non-typical for the second battery. The second battery¿s substantially lower voltage indicates battery degradation. The batteries were then reconnected and a load test performed using the aps1 load simulator. The batteries failed by supporting the load for only 40 minutes. Minimum requirement is 50 minutes. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a power supply issue (battery). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review, during cardiopulmonary bypass, the message "battery needs service - full backup may not be available" was posted on the ccm. During investigation after the procedure, the battery amp hours were lower than the specification and the batteries were later changed. The case was completed successfully, without delay and without associated blood loss. Ac power was not lost during the procedure and battery back-up did not need to be utilized. There was no harm observed.

Manufacturer narrative:
Per field service representative (fsr), this information is based on his observation when he arrived at the facility. The system 1 had been plugged in and powered on for 24 hours. The unit operated properly on battery. The batteries were replaced as it was recommended by technical support. The battery icon was colored green. The power led light on the front panel of the system 1 was green. This was not a back-up unit and is commonly used. There were no error messages. The machine is used for surgeries many times a month. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.